Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold, undersensing and low impedance measurements. The patient has checked by a physician and took a chest x-ray. A lead revision was scheduled. It was decided the explant the lead and another one was implanted instead. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold, undersensing and low impedance measurements. The patient has checked by a physician and took a chest x-ray. A lead revision was scheduled. It was decided to explant the lead and another one was implanted instead. This lead was returned to boston scientific for analysis. No further adverse patient effects were reported.